Event description:
The facility initially reported the pt was on the hygiene chair in the process of a transfer when the pt fell off. Add'l info provided later indicated the pt was in a bathing sling on a different hoist and was being lowered onto the hygiene chair. The pt slipped off the seat during this transfer and fell to the floor, badly injuring his right hand side. It was reported the resident died the following day.

Manufacturer narrative:
An arjo investigator examined the device and found it in good condition with no faults. The safety belt was attached to the hoist, but indications show that it may not have been used, as it was very tight to unclip. The investigator was informed the hoist was used from the time of the incident until they were instructed to remove it from use eleven days later. The unit manager did not take the hoist out of use immediately, as she did not believe the hoist was to blame for the incident. Add'l info was provided regarding the nature of the event a second time, which was once again different from the original description. The incident now seems to have occurred when personnel were cleaning up the pt in the hoist after an unintended bowel movement of the pt and not as initially indicated during transfer with a sling lifter to the hygiene chair. The manufacturer concludes the root cause of the event is user error. Several contributing factors lead to this conclusion: the resident/patient is not suitable for the lifter, as it is stated in the user manual the resident/patient needs to be able to sit upright unsupported and be able to respond to instructions. The pt seems to have none of these abilities. The safety belt has not been used/attached properly. Regular pt assessment does not seem to have been implemented at the facility. It is stated in the operating and product care instructions (opi) under intended use, "this equipment is intended for lifting and transporting residents to and from a bathroom in a care facility and to assist with the bathing process. Alenti must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the operating and product care instructions." The section entitled resident assessement states, "we recommend that facilities establish regular assessment routines. Caregivers should assess each resident according to the following criteria prior to use: the resident should be active or semi-active (i.e. Able to sit upright self-supported on the side of a bed or toilet); the resident should understand and respond to instructions to stay seated in an upright position. If a resident does not meet these criteria, an alternative lift shall be used." The opi and specially distributed san's (regarding proper use of the safety belt) are very clear on how the operation shall be done; this has not been followed. The manufacturer recommends retraining lift operators, especially in accordance with the requirements of the opi. Assessments need to be carried out for correct hoist use.